Event description:
It was reported that pump battery would not charge and a power source alert appeared around the time issue began, although issue had already resolved by time of call. There was no reported impact to the customer¿s blood glucose level. Customer changed wall outlet while continuing to use tandem charging cable and wall adapter, after which pump began charging and no further assistance was required.